Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified proximal circumflex. The 2.75x12mm quantum maverick balloon ruptured at 16atm. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).